Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that no actions were taken to resolve the pocket issue of hitting the battery all of the time, the patient¿s pants rubbing the battery and it being uncomfortable as it was reported that their doctor refused to do a pocket revision surgery. It was indicated that these issues had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for rsd (reflex sympathetic dystrophy) /causalgia-complex regional pain syndrome and spinal pain. It was reported that manufacturer representative (rep) met with the patient to reprogram their stimulation to decrease the pulse width (pw) for program c. The patient stated that they hit the battery all of the time and thought they needed a pocket revision. The patient stated that their pants rub the battery and it was uncomfortable. The patient stated that they weren't sure when they first started having this issue with the battery placement. The rep advised the patient to discuss this with their doctor at their next visit. The patient acknowledged that they understood. The patient denied all other complaints at this time. It was unknown if there were any factors that may have led to the reported issue. The issue was not resolved at the time of the report. It was indicated that the patient was scheduled to see their doctor in the next two weeks. No surgical intervention occurred and it was unknown if surgical intervention would be planned. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the pocket issue where the patient was hitting the battery all of the time, their pants rubbing the battery and it being uncomfortable was unknown. It was also unknown if the issue was resolved. No further complications were reported/anticipated.